Event description:
It was reported that during a lap cholecystectomy proceudre, staff reports clips were coming out crossed. New instrument was pulled and used. Five minutes delay while trying to get new applier. No pt consequence. One device returning.